Event description:
Additional information was received from a manufacturer representative on 2016-dec-15. The managing healthcare provider (hcp) referred the patient to a different hcp for an early pump replacement. The patient had been complaining of inadequate pain relief despite numerous increases in dosing. The managing hcp assumed the pump had to be malfunctioning and requested it be sent back for analysis. There was never a dye study done to confirm if the catheter was functioning properly and when the patient¿s pump was interrogated there were no logs that showed any motor stall or malfunction with the pump. The representative talked to the hcp doing the surgery prior to the case to ensure he knew the pump may not even need to be replaced. The hcp decided he would still replace the pump as well as check the catheter. The catheter was flowing and functioning properly. The pump was replaced and sent back. The representative was made aware of the information on the date of the scheduled surgery on (B)(6) 2016.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 5 mg/ml; 3.025 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2015. It was reported the patient did not feel like he was getting the same pain relief as in the beginning. The relief had not been as good as first implanted since the pump ran dry due to hospitalization. A volume discrepancy occurred and underinfusion. At a refill on (B)(6) 2016 the actual residual volume (arv) was 5 and the expected residual volume (erv) was 1.2. The logs were checked and no issues were found. The cause of the volume discrepancy was unknown. It was also indicated "not 100% sure of amount of inaccuracy only that it has occurred". The managing physician was not concerned and did not plan to do anything further. The dose was increased dose by (B)(6) on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported they believed a refill was missed due to hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
In regard to the previously reported ¿a volume discrepancy occurred and underinfusion ,¿ it was detailed that the pump reached empty reservoir status and should¿ve been dry for a week, but when the hcp went to fill the pump it still had 1.5-2 cc left in it indicating it had been under infusing. Further information was received from the hcp on (B)(6) 2016. It was reported that last week friday the pump had 6 cubic centimeters (cc) left instead of 1.5 cc. It was noted that no actions/interventions were taken as the patient needs ¿surgical evaluation¿ or a representative to check the pump. The cause of the volume discrepancies was indicated as ¿most likely mechanical failure.¿ the following information no longer applies to this event: ¿the relief had not been as good as first implanted since the pump ran dry due to hospitalization¿ and ¿additional information received from the manufacturer representative reported they believed a refill was missed due to hospitalization.¿ refer to manufacturing report 3004209178-2015-21256 for the event pertaining to the missed refill and empty reservoir.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that there was an early pump replacement. The pump was explanted on (B)(4) 2016 and replaced no patient symptoms were mentioned.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. It was reported that the pump was requested from (B)(6) hospital, but was not sure they could release it. They said they had to go through the o.r. Supervisor to see if this could be done.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Eval code-result (B)(4) updated to 213 and 925. Eval code-conclusion 11 updated to 71. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.